Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2018-00146. Device 2 is being reported under MDR 2247858-2018-00147.

Event description:
"Procedure: zone 3 tevar (emergency) for descending aorta explosion. Retrograde type a dissociation. On (B)(6) 2018: tevar was emergently performed for a descending aorta explosion caused by b type dissociation. The proximal side relay plus graft (28-m3 30 200 30 23 90u) and the distal side relay plus graft (28-m3 28 155 28 22 90u) were placed from zone 3 to the upper side of celiac. Also, an afx (a28-28/c95) graft was added to the abdominal ramification. The imaging after the procedure was confirmed and the procedure was successfully completed. In the follow-up CT imaging, no bleeding was confirmed and also the number of intrathoracic hematomas was found to be decreased, the patient was therefore discharged from the hospital. On (B)(6) 2018: when the patient underwent a gallstone operation and it was found the inflammation numerical value increased. CT imaging then was taken and it was confirmed that the retrograde type a dissociation occurred. Although the symptom was not seen in the patient, an open heart surgery applied for the retrograde type a dissociation was performed. The bare stent of the relay plus was cut out and an open stent graft (osg) was placed. The following information is currently being confirmed: the location of the retrograde type a dissociation is unknown. If the physician has requested your investigation or not is unknown. Additional information: (the sales rep met dr. (B)(6). ((B)(6) 2018)) in the open heart surgery, the bare stent part of the relay plus graft was found to be sticking out to the false lumen. The bare stent part was excised and removed. Frozen elephant trunk (fet) technique was then applied and completed without problems. The patient's condition is presently good."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2018-00146. Device 2 is being reported under the initial report. Attachment: [(initial report) follow-up evaluation.pdf].

Event description:
"Procedure: zone 3 tevar (emergency) for descending aorta explosion. Retrograde type a dissociation. 05/16/18: tevar was emergently performed for a descending aorta explosion caused by b type dissociation. The proximal side relay plus graft (28-m3 30 200 30 23 90u) and the distal side relay plus graft (28-m3 28 155 28 22 90u) were placed from zone 3 to the upper side of celiac. Also, an afx (a28-28/c95) graft was added to the abdominal ramification. The imaging after the procedure was confirmed and the procedure was successfully completed. In the follow-up CT imaging, no bleeding was confirmed and also the number of intrathoracic hematomas was found to be decreased, the patient was therefore discharged from the hospital. On (B)(6) 2018: when the patient underwent a gallstone operation and it was found the inflammation numerical value increased. CT imaging then was taken and it was confirmed that the retrograde type a dissociation occurred. Although the symptom was not seen in the patient, an open heart surgery applied for the retrograde type a dissociation was performed. The bare stent of the relay plus was cut out and an open stent graft (osg) was placed. The following information is currently being confirmed: the location of the retrograde type a dissociation is unknown. If the physician has requested your investigation or not is unknown. Additional information: (the sales rep met dr. (B)(6). (02/17/18)). In the open heart surgery, the bare stent part of the relay plus graft was found to be sticking out to the false lumen. The bare stent part was excised and removed. Frozen elephant trunk (fet) technique was then applied and completed without problems. The patient's condition is presently good."